Event description:
It was reported that the patient had a lead erosion. Patient complained of stomach pain and during esophagogastroduodenoscopy (egd) the doctor saw leads eroded through the mucosa. The device was removed on 2012-(B)(6) and will not be implanted again. The patient information was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, explanted: 2012-(B)(6), product type lead. (B)(4).